Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) evaluated the ventilator and verified the customer reported malfunction. The fse replaced the printed circuit board assembly (pcba) compressor and solenoid valve assembly to correct the issue. The unit passed all tests, calibrations and was found to be operating within the manufacturing specifications.

Event description:
It was reported that during patient use, a ventilator became inoperative. The patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.